Event description:
Caller reported aviva combo system blood glucose results: (B)(6) 2014, 10:48, bg 298mg/dl, 10:50, 130mg/dl; (B)(6) 2014, 09:54, 269mg/dl, 09.56, 130mg/dl; (B)(6) 2014, 11:23, 536mg/dl, 11:33, 310mg/dl, 11:34, 283mg/dl, 11:36, 126mg/dl. No adverse event was reported. Strips are not available for return.

Event description:
Caller reported aviva combo system blood glucose results: (B)(6) 2014, 10:48, 298mg/dl; 10:50, 130mg/dl; (B)(6) 2014, 09:54, 269mg/dl; 09.56, 130mg/dl; (B)(6) 2014, 11:23, 536mg/dl; 11:33, 310mg/dl; 11:34, 283mg/dl; 11:36, 126mg/dl. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.